Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is based on the customer's report of "(B)(6) 2022". The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a product navigation and user setup issue with and adc device. As a result, the customer experienced symptoms described as hypoglycemia, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a unspecified blood glucose reading on a hcp meter and provided a glucose injection as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Attempted to replicate the user complaint and was able to upload data to libreview from a freestyle libre reader successfully, and was able to download data in csv and pdf format successfully. Unable to replicate the user complaint, the complaint is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a product navigation and user setup issue with and adc device. As a result, the customer experienced symptoms described as hypoglycemia, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a unspecified blood glucose reading on a hcp meter and provided a glucose injection as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.